Manufacturer narrative:
The returned product consisted of a watchman truseal access system (was) with the dilator outside the sheath. The dilator, hub, tip, and sheath were visually and microscopically inspected. Damage to the tip of the device included polytetrafluoroethylene (ptfe), a generic term for dupont teflon, delamination from the inner sheath wall and a string of ptfe protruding from the tip. The sheath was kinked at 5cm proximal to the tip. The portion of the dilator that snaps into the hub of the was was measured with calibrated calipers and met the specification point. A functional test was completed and the dilator was successfully advanced into the sheath and snapped in. Product analysis confirmed the reported damage to the tip but could not confirm the reported snapping difficulty or difficulty with insertion.

Event description:
It was reported that the sheath tip was damaged. A left atrial appendage (laa) closure procedure was performed. A 27mm and 31mm watchman flx laa closure device with delivery system (wds) were used. At the onset of the procedure, it was noted that prior to insertion into the patient the dilator did not snap into the sheath as normal. The physician also experienced difficulty inserting the sheath with dilator into the skin but was successful on the second attempt. The 27mm device was deployed three times with one partial and two full recaptures and the decision was made to implant a larger device due to a leak noted on the posterior side. Before the wds could be removed from the patient, transesophageal echocardiogram (tee) revealed an object on the tip of the sheath. The sheath was completely removed while performing negative suction in the event the object was a thrombus. After the wds was removed the object was no longer visible in the right atrium via tee. Upon removal from the patient, the physician examined the sheath and noted a 1 cm thin threadlike object attached at the tip. It was determined this was the object that had been observed on tee and no thrombus had occurred. The implantation procedure was completed with a new was and a 31mm watchman flx laa closure device with delivery system. No patient complications were noted. The patient was discharged to home the next day.

Event description:
It was reported that the sheath tip was damaged. A left atrial appendage (laa) closure procedure was performed. A 27mm and 31mm watchman flx laa closure device with delivery system (wds) were used. At the onset of the procedure, it was noted that prior to insertion into the patient the dilator did not snap into the sheath as normal. The physician also experienced difficulty inserting the sheath with dilator into the skin but was successful on the second attempt. The 27mm device was deployed three times with one partial and two full recaptures and the decision was made to implant a larger device due to a leak noted on the posterior side. Before the wds could be removed from the patient, transesophageal echocardiogram (tee) revealed an object on the tip of the sheath. The sheath was completely removed while performing negative suction in the event the object was a thrombus. After the wds was removed the object was no longer visible in the right atrium via tee. Upon removal from the patient, the physician examined the sheath and noted a 1 cm thin threadlike object attached at the tip. It was determined this was the object that had been observed on tee and no thrombus had occurred. The implantation procedure was completed with a new was and a 31mm watchman flx laa closure device with delivery system. No patient complications were noted. The patient was discharged to home the next day.